Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl rec'd an error 90005 (self test failure - codec/time base). There was no pt involvement.